Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).

Event description:
During a shoulder arthroscopy using the bioraptor crv 2.3 pk sa ub cobrd blue, it was reported that after the anchor was inserted, it pulled out of the bone as the surgeon took the drill guide out. Repair was completed using a different bioraptor in a different location, leaving the initial site empty. There was no reported delay, patient injury or surgical complication.